Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of (B)(4). The device involved in the event was discarded and was not returned; therefore, a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2019 during a peg and j tube replacement, the patient experienced respiratory arrest and the tubing replacement was suspended. It was reported that a catheter was placed to keep the stoma patent. At the time of report, duodopa lcig was discontinued and the patient was at home. No further information was available.